Event description:
Duirng a biopsy procedure, the forceps broke. The physician was attempting to do a biopsy in the ventricle of a heart transplant recipient to check tissue health when the forceps broke. The device was exchanged and the procedure was successfully completed with another forceps. No pt injuries or complications occurred.